Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a calcfified lesion. Upon removal the stent dislodged and remains in the pt's aorta. Pt status is listed as "okay".